Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of incident on the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer blood glucose value was 539 mg/dl, 447 mg/dl and 461 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer also stated that insulin pump receive power loss alarm and low battery alert. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not returned for analysis.